Event description:
A patient, who had undergone the essure micro-insert placement procedure, later presented to her physician with pain on her left side. The physician removed the micro-insert on the patient's left side hysteroscopically and placed another essure micro-insert on that side. The physician stated that the first micro-insert was placed proximally, and he believes the micro-insert was directly related to the patient's pain. The physician stated that the patient continues to have minimal pain.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs